Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted (B)(6) 2012. 6947m62 lead, implanted (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined superior vena cava (svc) impedance measurements. It was also noted that during a generator change out procedure the left ventricular (lv) lead "snapped in two" while freeing the lead from scar tissue and a low voltage fracture was confirmed. The rv lead remains in use and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: d5 product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead became extrinsically fractured due to melting. The proximal conductor of the lead became extrinsically fractured due to a cut. The proximal conductor of the lead became extrinsically fractured due to melting. The distal conductor of the lead became extrinsically fractured due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.